Manufacturer narrative:
A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
Peritoneal dialysis patient requested technical support after encountering an air detected in cassette warning during treatment. After attempts at troubleshooting the patient observed fluid leaking out of the cassette door. The patient was advised to cancel treatment and discontinue use of the cycler. The patient was advised to notify the peritoneal dialysis nurse. Additional information was solicited.